Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The insulin pump alarmed low reservoir but the customer was not able to clear the alarm. The customer tried to remove battery and insert new one then got button error alarm. The customer was advised that the insulin pump will be replaced. The customer had a back up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or low reservoir alarm was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.